Event description:
On (B)(6) 2012, customer reported that the creatinine cup was overflowing on the lx20 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and removed and replaced the creatinine module, the cuvette wheel smart module 91, and the slip ring. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).